Event description:
Legal counsel for the patient reported that the patient underwent revision total hip arthroplasty (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011 due to alleged recurrent dislocations. The biomet cup, head and stem were removed and replaced with competitor implants. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 6 of 7 mdrs filed for the same event (reference 1825034-2012-01374 / 01380).